Event description:
Three treatments were performed on low speed using a diamondback 360 coronary orbital atherectomy device (oad) in a heavily calcified left anterior descending artery (lad). Two additional treatments were performed on high speed. After the second treatment on high speed, the driveshaft was observed to be fractured via cineangiographic imaging. Another guide wire and guide extension catheter were used to remove the fractured driveshaft. A non-csi device was used to complete the procedure. The patient was stable with no consequences.

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Manufacturer narrative:
The device was returned with a driveshaft fracture at the proximal side of the crown. The guide wire and distal fracture were not returned. Driveshaft flexing at the weld location may indicate fatigue failure. The fractured filars were too corroded and damaged to perform scanning electron microscopic analysis. The reported event and root cause were unable to be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: 12276.